Event description:
Significant misregistration of the acquired doppler signal occurs during image magnification. Problem could lead to misdiagnosis where image is magnified and spectral analysis is used.